Manufacturer narrative:
This device has not been received by the manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, accesss and maintenance procedures.

Event description:
The complainant has reported that a male patient (age unk) underwent an est (endoscopic sphincterotomy) in 2006. It was reported that during the procedure the "distal tip was torn on the papilla before...cutting operation". Subsequently, it was corrected that the tip did not break off, just the coating, "and there is no part left in the patient." The procedure was completed with a different device. There was no reported complication or ill effect sustained by the patient.